Manufacturer narrative:
The device was not returned and the serial number is unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had no flow during therapy. The infusion was 1008 ml of amine, the bag was found still full after 24 hours later that the bag was still full whereas the pump was indicating volume left was 88 ml. There was no known patient injury, or medical intervention associated with this event. The customer also stated that the device was tested at the biomedical unit and no issues were identified. No additional information is available.